Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the biliary duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. 6 months post stent placement procedure, during a routine follow up, the wallflex biliary stent was attempted to be removed. However, an ingrowth of the tissue was noted in the uncovered 2 wires of the stent, resulting in removal difficulty. The stent was successfully removed using a reusable forceps, and the stent was noted to be broken. The procedure was then completed, and no new stent was implanted in the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code 10401 captures the reportable event of stent break. Block h11: a wallflex biliary stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully expanded and deployed. No problems were noted with the stent. Product analysis did not confirm the reported events of stent obstruction within device and stent difficult to remove as these events occurred during the procedure and are not possible to replicate in the laboratory analysis. There is no indication of what the customer reported because the stent was returned fully expanded and deployed. Additionally, there were no damages found with the stent. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter address: piazza dell'ospedale maggiore 3. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code 10401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the biliary duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. 6 months post stent placement procedure, during a routine follow up, the wallflex biliary stent was attempted to be removed. However, an ingrowth of the tissue was noted in the uncovered 2 wires of the stent, resulting in removal difficulty. The stent was successfully removed using a reusable forceps, and the stent was noted to be broken. The procedure was then completed, and no new stent was implanted in the patient. There were no patient complications reported as a result of this event.